Event description:
The patient was left unattended for an unspecified amount of time. Upon return the patient was found cyanotic while the unit was not working and the alarm was not sounding. Patient was reported to have been revived by a bag valve and was placed on a back up unit at that time. The patient recovered and required no further intervention. A repair evaluation of this unit was performed and the customer's complaint of the unit not functioning was duplicated as the bent hinge caused the piston to stall, however the alarms were functioning to specification.